Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the avea ventilator alarmed ventilator inoperable without any response from the device and it was gde. At this time, there is no information regarding patient involvement associated with the reported event.